Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It would appear that the pack integrity was compromised when tearing open the inner peelable pouch. Peeling from the chevron end as required in the IFU, the pouch backing paper has torn along the edge seal line and then down the middle of the pouch, the nurse is blaming our packaging for the complaint. The amount of force, speed and pressure applied when opening the pouch does influence the opening characteristics, which in some circumstances may lead to the tearing of the backing paper. The top edge block seals, position either side of the chevron are sealed separately to the chevron and the pouch side seals. The powder bag is clearly accessible for use, without compromising the pack integrity. Root cause is determined to be user error as the powder bag is clearly accessible even with the tearing of the pouch backing paper. The tearing could be caused due to the amount of force, speed and pressure applied when opening the pouch which does influence the opening characteristics, which in some circumstances may lead to the tearing of the backing paper. No corrective action is required as the root cause is determined to be user error. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Package tore when nurse was opening onto the field, compromising the sterile field. The product was not used on the patient. The nurse if blaming our packaging.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.